Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient experienced numb tongue, sweaty and a little confused. At an unspecified time of the event the cgm was reading 69 mg/dl and the blood glucose reading was 130 mg/dl; could not be confirmed if the values were taken after treatment. The values were taken by the reporter. The patient was treated by the reporter with carbohydrate and protein as the patient needed third-party assistance. There was no documentation of medical intervention. At the time of the report the patient was doing ok. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.